Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 495 mg/dl and the pump was used to lower the bg. The customer had changed the pump supplies. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.